Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) inflating working only one in ten times. It was noted the pump would stay deflated when squeezed. A hard reset was performed to troubleshoot the device, but did not resolve the issue. Following the explant, the pump was tested with a syringe and did not function properly. The ipp was explanted and a new ipp was implanted. No patient complications were reported.